Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure, while exchanging one sheath for another, the proximal part became separated from the sheath, remaining in the right femoral vein. A snare was used to remove from the patient. Fluoroscopy was used to confirm all pieces were accounted for. The device was exchanged to complete the procedure. No additional puncture site was needed.